Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. As received, the rear response button cable was pulled out of the j1005 on the ca board. The cause of the non-functional response buttons is the loose cable. The root cause of the loose cable cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor response buttons were not functioning.